Event description:
Tube holder was in use 3 days when the tube holder separated from the foam. The pt extubated. Pt data is not available. The inactive pt, recovering from cardio-thoracic surgery, had average oral secretions. The pt was sedated. The endotracheal tube holder was cleaned with a wipe using a cloth and warm water with a baby bath mixture. The pt was successfully re-intubated. The endotracheal tube holder was not returned for evaluation.